Manufacturer narrative:
There was no patient involvement. Livanova (B)(4) manufactures the centrifugal pump console. The incident occurred in (B)(6). A livanova field service representative was dispatched to the customer's facility in order to check the claimed device. During the investigation performed on site, traces of dried blood were detected over the blue plastic cover of the drive unit and into the locking pin. However, no deviations related to the device functionality were detected. In order to exclude any hardware failure with the drive unit, the device was requested for investigation. Investigation results revealed that the revolution disposable pump did run properly on the drive unit, without showing deviations. The deviation with the locking pin was confirmed instead. A review of the complaint database did not reveal further reports related to this unit / issue. Based on all the above information, it cannot be ruled out that the failure reported by the customer was due to a defective drive unit locking pin. Furthermore, taking into account the traces of dried fluids detected during the visit at the customer's site, it is reasonable to assume that the locking pin's deviation was due to an improper cleaning by the customer.

Event description:
Livanova received a report stating that the revolution disposable pump did not run smoothly on a centrifugal pump console drive unit. It was moreover reported that the locking pin of the drive unit was not movable. The issue was detected while the unit was in service at the customer's site. There was no report of patient injury.